Event description:
It was reported the implantable neurostimulator came out of the muscle pocket which caused pain around the implant site. The patient noticed this several months prior. The patient had a surgery to reposition the ins the day prior to the report. It was thought the same wire mesh that was implanted prior was used when the ins was repositioned. When the patient went to turn on stimulation the night after the surgery, they noticed a power on reset message and a ¿call your doctor¿ icon on the programmer. The patient was unable to adjust stimulation. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v435850, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).